Event description:
Rptr went to restaurant. Rptr has a type I allergy to natural latex rubber and is very careful about where they dine, but has eaten in that restaurant sucessfully in recent mos after calling the mgr to make sure no latex was used on or near food. However, yesterday there were latex balloons near the cash register, and rpt was only there for a min or so but a reaction was triggered. Due to the dangers of increased exposure to latex in the ER rptr has not yet sought medical treatment, but they are still having diarrhea, abdominal cramps, hives and asthma attacks and may not yet be out of the danger zone for a full anaphylactic reaction. Upon filing a complaint to the restaurant's website, rptr received the following letter from the risk mgmt: "while we are sympathetic to your condition and respect your position on this matter, we are not aware of any FDA regulation regarding the transference of latex from an employee to a customer via prepared foods. Also, we have not received conclusive evidence that latex is airborne to the extent it would cause a reaction to any persons. However, it would seem that you have identified a personal issue that causes you some concern. As with any other known allergic condition, it is best to avoid the situation whenever possible. Since you are very aware of your surroundings and were able to avoid this exposure by not handling a balloon and leaving the premises, we are thankful you were not made ill, and, we do appreciate you bringing this to our attention. I can sympathize with you on a personal basis. I am allergic to cats. I avoid cats, people who own cats, houses of people who own cats, and any business where there might be cats. It is very uncomfortable to be exposed to this allergen." Rptr knows that the FDA has been considering disallowing the use of natural rubber latex products in a food-handling situation for some time, and ask that they consider the dangers of latex balloons while forming their ruling on glove use, as they are a more likely source of airborne exposure than the gloves.